Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article reviewed entitled: "conversion to hemiarthroplasty as a salvage procedure for failed reverse shoulder arthroplasty", by michael c. Glanzmann, md, et al, published in the journal of shoulder and elbow surgery. Authors reported on 16 patients who were revised to hemiarthroplasty following failed reverse shoulder arthroplasty. Seven of the sixteen patients originally had depuy delta iii reverse shoulder arthroplasty implants. Each of the seven patients will be reported on a separate complaint. This complaint addresses patient 4, revised for aseptic glenoid construct loosening, at a reported 4.8 years after primary, with conversion to hemiarthroplasty.